Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported there were high impedances with electrode 9, 11, 15 all with values of 40,000. Remainder of electrodes all were okay. The cause was not determined and the issue is ongoing. The rep will report additional information that becomes available.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Continuation of d10: product ID: 977a260; (serial: (B)(6); product type: 0200-lead. Product ID: 977a260 (serial: (B)(6); product type: 0200-lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had high impedances. Electrodes 9 and 15 were greater than 40k ohms (unknown which lead serial # is the 9 and 15 lead). There were no stimulation issues reported as a result of the issue. It was reported that the patient was been at the office and the tablet prompted an impedance check , but the patient was not programmed on contacts 9 or 15 so no troubleshooting was performed and therefore the issue was resolved. The cause of the issue was unknown, however the patient mentioned that they did have a fall about a month ago. No further information was provided. The manufacturer representative indicated they would send any further information as they become aware.